Manufacturer narrative:
Patient information was unavailable from the site. A site representative declined to provide patient information. A medtronic representative inspected the imaging system on-site. Frame rate errors with 2d attempts were found. Replaced mobile view station (mvs) interface cable. Performed gain calibrations. The interface cable has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system experienced an '.exe error report' and the system produced a grainy 3d image. The procedure was still able to be completed successfully with the imaging system and the patient was impacted. Details on delay to the procedure were not provided.

Manufacturer narrative:
The initial MDR inadvertently stated that "...the patient was impacted." This should have been "...the patient was not impacted." The hardware investigation of the returned interface cable found that the reported event was related to an electrical issue. The cable did not pass bench level testing. Continuity test passed. Cat 6 cable testing, gbit and 100t tests. The 100t test passed. The gbit test did not pass, and showed opens between lines 7 and 8. Both gbit an 100t testing were performed using a cable validator-nt900. The cable passed visual inspection. The reported event was confirmed.

Manufacturer narrative:
(B)(6).